Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred due to the defective emergency lamp. However, the cause of the defective emergency lamp could not be identified. The emergency lamp has to be replaced for the correct function of the device. Other findings during investigation: poor appearance found on the top cover. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the emergency lamp on the evis exera ii xenon light source would not activate and the front panel lights kept blinking. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The emergency lamp was not working and the front panel leds were blinking because the emergency lamp was defective. The emergency lamp will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.